Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4). The lawsuit reports that the patient experienced pain, unnatural curvature, protrusion of the implant from the penis, and a painful revision surgery.

Manufacturer narrative:
On (B)(6) 2022, the patient had the device implanted and the results of the procedure were noted as "very satisfactory." The patient returned on (B)(6) 2023, desiring an upgraded implant. The patient had buckling at the distal penis. The patient was examined, and it was identified that the penile skin had expanded, the patient had buried/hidden penis syndrome, and presence of a large suprapubic fat pad. It was also noted that the patient had a tight suspensory ligament, making the likelihood of the implant kinking higher. The patient had the suprapubic fat removed and the implant upgraded. He returned on (B)(6) 2023 for a follow-up where he stated he had mild discomfort and rated his pain a 3 (out of 10). He stated he tolerated the pain well with medication, had no fever or chills, and had drainage. Upon examination, it was noted that the penis was healing well, positioned well, with no sign of inflammation or swelling. The patient followed-up as instructed on (B)(6) 2023, where he stated he was "doing well." The patient had the drain removed under local anesthesia and tolerated the procedure well. There are no claims of curvature noted within the patient's medical records. The patient had an elective upgrade of the implant; no revision surgery was noted in the patient's medical records. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort," "patient dissatisfaction with results," "cutaneous hypersensitivity reaction," and "skin wrinkling in erect and flaccid state." Pain and fluid drainage are common and anticipated events in any surgical procedure. After the procedure, the patient receives a jp drain to allow for antibiotic fluid around the implant to exit the body in the days following the operation. The patient also acknowledged the statement within the consent form, "I understand that recovery is highly individual and may vary significantly for any particular case. I understand that full rehabilitation can take considerable time, including months, if not years." An article was published in (B)(6) 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists penile curvature, pain, and dissatisfaction with cosmetic results as anticipated complication/adverse events and implant extrusion/perforation as anticipated device deficiency. The instructions for use also list implant extrusion as a potential adverse device deficiency and dissatisfaction with cosmetic results including wrinkling is an anticipated complication. Patients should be informed that dissatisfying cosmetic results such as scar deformity, hypertrophic scarring, asymmetry, displacement, incorrect size, unanticipated contour or projection, transillumination and palpability may occur. Careful preoperative planning and surgical techniques are essential to minimize the occurrence of such results. Cosmetic concerns may also become medical concerns. The root cause of this investigation is known inherent risk of the device. As the device was not explanted and unable to be investigated, historical data analysis, trend analysis, and the patient's medical records were used to investigate this complaint.